Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked lcd window, cracked battery tube threads, cracked case behind the pump near the battery compartment, faded serial number label, peeling display window cover, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer states the lip of the reservoir piece came off and it is floating. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.